Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was unpacked to be used in the esophagus for a balloon dilation procedure performed on (B)(6) 2021. During the preparation, when the package was opened, a foreign substance was found attached to the tip of the device. It was also noted that the sterile seals appeared compromised. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a180104 captures the reportable investigation result of foreign material on device. Block h10: investigation results a visual examination of the returned complaint device found the gauge needle indicated 0 atm when received. Microscopic analysis was performed and the device was noted to have a foreign matter in the distal side, confirming the reported event. Ftir analysis of the foreign material suggests the presence of functional groups characteristic of silicon, similar to the material used in manufacturing machine seals. Media analysis of the photo submitted by the customer confirmed the foreign matter in the connector luer. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was unpacked to be used in the esophagus for a balloon dilation procedure performed on (B)(6) 2021. During the preparation, when the package was opened, a foreign substance was found attached to the tip of the device. It was also noted that the sterile seals appeared compromised. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.